Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 3rd june 2008 and passed self-tests up to the 22nd november 2009. The device records a temperature below the recommended minimum standby temperature. The device failed multiple self-tests due to a low battery between november 2011 and january 2015. The device records manual power ups under one minute duration during this time likely indicating the user was regularly power cycling the device. The device failed multiple self-tests due to a low battery between november 2009 and january 2011. The device records manual power ups of 10 minutes duration between august 2012 and september 2014. The pad-pak became depleted and a further pad-pak was installed during this time. Investigation found the fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be measured during this time. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.